Event description:
The lead was capped after noise was observed on the electrogram, resulting in fib detection and therapy. The patient was hospitalized as a result of receiving several inappropriate therapies. An x-ray was taken and it was noted that the lead was fractured around the clavicle area.